Event description:
A customer observed a falsely elevated troponin 1outlier result on a patient sample. The results was reported to the physician, with a corrected report issued after further testing. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the precision of the system with this assay did not perform as expected. Datalogger analysis did not identify any instrument reportable malfunctions. A precision study was within expected intervals. The laboratory is not correctly following testing algorithm b, releasing initial results despite receiving a spread check error for the duplicate result. Due to this user error, imprecise results were reported to the physician.